Event description:
Caller reported a cgm error 42 that occurred three or more times with their current pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and provided instructions on putting the pump into storage mode before returning it. The customer was informed about the steps to take upon receiving the replacement pump and acknowledged the instructions. A replacement pump with updated software was sent, and return procedures were outlined for the problematic pump.